Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was experiencing elevated blood glucose (bg) reading "hi" on the meter (>600mg/dl) and she did not think the pump was delivering insulin. The reporter noted that the patient had been experiencing elevated bgs for the "past couple of weeks", and that on (B)(6) 2012 the patient's bg was "hi." The reporter noted that the patient was treated with a correction injection and his bg went down to 446mg/dl. The reporter stated that the morning of (B)(6) 2012 the patient's bg was 356mg/dl and the patient was given a bolus from the pump, and an hour later the patient's bg was reportedly 517mg/dl. The reporter denied any signs or symptoms of hyperglycemia. The pump was not available for review at the time of the initial contact. Customer technical support has attempted to reach the reporter to complete troubleshooting, without success. This complaint is being reported because of the allegation that the pump is not delivering insulin and because the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.